Manufacturer narrative:
(B)(4). The following information was requested and obtained. To date the device has not been received. If further details are received at a later date a supplemental medwatch will be sent. Was the drain required to be replaced? No further information is available. If yes, was another surgery required to place a second drain? Please clarify the number of products involved in the event and how many to be returned? The sales rep reported qty of product involved is 1, qty to be returned is 2. If 2 devices are coming back, but only 1 product involved, please clarify why. It is not sure currently but one of them might be a reference product. The surgeon commented that the reason of drain breakage might have been improper treatment on the drain or the trocar tip might have contacted the drain between the timing of removing the drain from the package and placing it on the patient. This might have caused a slight scratch on the drain, and this might have been a starting point of breakage when the drain was removed from the patient.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2020 and a drain was used. A few days later, when the doctor tried to remove the drain from the patient, it could not be removed. The surgeon continued trying to remove the drain with force, the drain was broken. A piece of the drain was inside of the patient. The lot number is unknown. The patient has been hospitalized. The treatment plan is removal of the drain piece from the patient¿s body.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/1/2020. H6 patient code: 3189 removal of foreign body.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/1/2020. Additional information: h6. Corrected information: d8. Corrected information: b5. On (B)(6) 2019, repair surgery of scarring alopecia around the back of the head was performed. At that time, an expander was placed under the skin. The drain was placed under the epicranial aponeurosis. It is unknown how the drain was placed. About 1 week after the surgery, a hematoma was found, and wound dehiscence occurred, so, it was supposed that the drain placed under the epicranial aponeurosis was not effective. Thus, the drain was removed. While removing the drain, it was broken, and about 7cm of the broken drain piece was remained in the patient¿s body. The surgeon did not become aware that the piece remained inside the patient at that time. About 1 year later, the patient came to the hospital as outpatient and complained of discomfort at the surgical site. A CT was taken. Then, the remained drain piece was observed. A procedure to remove ithe piece was performed. On (B)(6) 2020, a removal procedure of the remained drain piece was performed. A scalpel was inserted just under the surgical wound, and the remained drain piece was removed. The surgery was done under local anesthesia, and it took about 30 minutes. The following information was requested and obtained. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. Did the drain function appropriately while in use? About 1 week after the surgery, hematoma was found, and wound dehiscence occurred, so, it was supposed that the drain placed under the epicranial aponeurosis was not effective. How was the hematoma addressed? No further information is available. How was the wound dehiscence addressed? No further information is available. Please clarify the size of the drain piece that broke off in the patient? Was it 7 cm? Please clarify the size. About 7 cm. The product has not been received yet. What is the surgeon¿s opinion of the event? The surgeon was unaware that the drain broke and remained in the body. It is thought that the drain was ruptured because the drain was pulled out with a strong force when it was removed. It is difficult to get additional information. The patient has already been discharged from the hospital. Previous history/medical history/other diseases currently treated? None. Allergic tendency/smoking habit? None.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2020. We received additional information: procedure date: (B)(6) 2019. Event date: (B)(6) 2019.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/12/2020. H3 evaluation: received a 10-cm long piece of pc 2227 drain (fluted part). The torn surface has uneven and indented character; such appearance usually indicates that silicone material torn following mechanical damage like cut / nick or scratch. The drain most probably tore following damage in use. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.